Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as no manufacturing batch number has been provided by the complainant.

Event description:
It was reported by the customer" ivad needle tubing splinted and secured on a small nicu armband to keep straight. Pt not moving, but mom noted armband saturated again and nurse assessed a small hole/ break at connection of tubing to female end to cap. Removed needle and accessed again to infuse heparin for discharge."  It was reported this occurred with 2 devices.  This report addresses the first device.